Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone call that the customer was hospitalized in 2014 due to high blood glucose. Customer's blood glucose was unknown. Customer was on several different medications that caused high blood glucose, not insulin pump related. Customer stopped using the device soon after the hospitalization. Customer declined to be contacted. Customer will not be returning the device for analysis.